Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set kinked cannula event on (B)(6)2024 and (B)(6)2024. The blood glucose level was over 600 mg/dl and the patient was treated with correcton injection via pump and insulin shot at the emergency room. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4) - device 1 of 2